Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/11/26, around 7:45 pm, the patient¿s cgm was reading 174 mg/dl. No bg meter comparison value was taken. The patient was experiencing dizziness, weakness, and sweating, which prompted him to get his grandson for assistance. The patient¿s grandson gave him a peppermint candy as treatment and then called 911. Around 7:59 pm, emergency medical services (ems) arrived and treated the patient with intravenous (IV) fluids. His cgm was reading 178 mg/dl while the bg meter was reading 57 mg/dl. The patient was then transported to the emergency room (ER). At the ER, the patient reported his bg meter reading were monitored and he received ¿regular treatment for diabetes¿ but could not recall any specifics. At the time of report, the patient was on his third day of hospitalization with plans to be discharged the following day and was reported to be doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken when the paramedics arrived. No additional patient or event information is available.